Manufacturer narrative:
E1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 2 cubies b3 and b5 were not detected on the bus. A field service engineer (fse) ejected all cubies and removed debris from the row boards. The row board, retractor band, and pyxis bus cables were inspected, and the row board cable at row b and the drawer controller was reseated. Diagnostics confirmed proper drawer operation, and the customer successfully validated functionality in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not detected on bus. Pyxis was popping the physical cubies out of the drawer, which contain multiple medications. The drawer 2 pocket b3 and b5 popped out when we tried to access them. The customer stopped further troubleshooting after receiving a ¿device not on bus¿ error message. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.